Event description:
During a remote follow-up, the r-wave sensing decreased which resulted in undersensing on the device. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
During a remote follow-up, oversensing and over-pacing was recorded due to the patient going into ventricular tachycardia (vt) and the r wave dropping. Awaiting further recommendations. The patient suffered no consequences.